Manufacturer narrative:
The ise system is calibrated every 12 hours followed by a qc run. The qc results were within the lab's established ranges. The ise system was recalibrated. No additional calls have been made in regards to this event. A clear root cause has not been identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low chloride (cl) and sodium results, which were generated by unicel dxc 800 pro chemistry analyzer. Patient samples were repeated and the na and cl results were higher. The erroneous results were reported out of the laboratory and were questioned by the physician. Patient treatment was not affected as a result of this event.